Event description:
It was reported that the burr sheared off the rota floppy wire. A rotawire and rotablator burr were selected for use. During preparation, upon testing the burr outside patient's body, rotational speed was set to 170,000rpm. However, it was noted that the rotawire was sheared off after depressing the foot pedal. It was confirmed that there were no fragments left inside the patient's body as the end of the wire was simply pulled out by gripping it close to the copilot system. A completely new device was then used and the procedure was uncomplicated thereafter. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the returned devices consisted of a rotalink advancer unit with the related burr catheter with a partial rotawire in the device. The advancer and handshake connection were microscopically and visually examined. Functional testing was done with a test rotawire which was inserted into the distal end of the advancer drive shaft and it advanced through the entire length of the advancer exiting the back end of the advancer correctly. Inspection of the remainder of the device presented no other damage or irregularities. Correction: initially reported the brand name as a rotablator rotational atherectomy system supplement to correct the brand name to rotalink advancer.

Event description:
It was reported that the burr sheared off the rota floppy wire. A rotawire and rotablator burr were selected for use. During preparation, upon testing the burr outside patient's body, rotational speed was set to 170,000rpm. However, it was noted that the rotawire was sheared off after depressing the foot pedal. It was confirmed that there were no fragments left inside the patient's body as the end of the wire was simply pulled out by gripping it close to the copilot system. A completely new device was then used and the procedure was uncomplicated thereafter. No patient complications were reported.